Manufacturer narrative:
B4: 24sep2021. A front bezel assembly was returned for analysis. An investigation was performed, and the product analyst technician reported that the root cause was due to the navigation ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navigation ring) matrix that causes the navigation ring to not function.

Manufacturer narrative:
The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that while in use, the ventilator had a 'screen anomaly,' and the settings became impossible to change. The hospital medical engineer inspected the device and found the navigation ring was not functioning. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer's international service technician confirmed the reported issue. The manufacturer's international service technician replaced the front bezel to address the reported problem. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.